Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Connectors were tightened as a preventative measure. The system operates as intended.

Event description:
It was reported that the system displayed charger failed error and would not complete boot up. No pt injury was reported.